Manufacturer narrative:
Correction h6 results code. The complaint could be confirmed, since the information for evaluation matches the alleged failure. The investigation revealed the following: an inspection of the received x-ray's has shown that indeed on one (1) a screw with no head is visible, on an another one (1) it is clearly visible that the broken screw could be removed, as only the hole is visible anymore. Furthermore, on all x-ray's are following non-damaged parts are visible, three (3) wires and two (2) screws, the mentioned plate couldn't be located. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported while inserting 2.0x18mm screw into bone after pre-drilling with appropriate drill bit the screw head broke off of the body of the screw leaving the screw body and threads behind. After using a trephine reamer to attempt to remove screw from bone, the screw broke again. This resulted in a larger hole left behind in patient and caused us to remove plate and reposition plate. This resulted in a 30 minutes delay. Additional anesthesia, additional tourniquet time.

Event description:
It was reported while inserting 2.0x18mm screw into bone after pre-drilling with appropriate drill bit the screw head broke off of the body of the screw leaving the screw body and threads behind. After using a trephine reamer to attempt to remove screw from bone, the screw broke again. This resulted in a larger hole left behind in patient and caused us to remove plate and reposition plate. This resulted in a 30 minutes delay. Additional anesthesia, additional tourniquet time.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device not available.